Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown when device broke. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If informatn is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 8, 2016 that two broken components were identified from an evaluation set audit in monument, co. Broken items included are: one (1) star-drive screwdriver shaft with a broken tip from the zero p evaluation set and one (1) 6.0mm titanium matrix screw implant with the screw slot on the head of the screw stripped from the matrix pedicle screw evaluation set. There was no patient involvement. This report is for 1 devices. This report is 1 of 1 for (B)(4).